Event description:
It was reported that a home patient (hp) experienced a leak from the minicap transfer set near the catheter during peritoneal dialysis therapy. The registered nurse (rn) informed the technical service representative (tsr) that the hp was mentally confused and had pulled on the patient line and the hp seemed to have gotten solution on their pants because they were wet. The tsr advised the rn that they would need to end the therapy and the hp would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis could not be completed. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.